Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had been fine after the procedure. The returned guidewire had its coil wire elongated from the middle solder located approximately 45 mm from the distal tip, and the elongated coil wire was fractured at approximately 170 mm distal to the middle solder, and the core wire was fractured at approximately 42 mm distal to the middle solder. Magnified view of the fracture showed the end of the core wire was fractured as the inner coil wire was tightened and wrenched off . Observation of the coil wire fracture by the microscope showed the core wire had a flat fracture surface which is typically seen on the fractured wire due to rotational force. Measuring of parts of the returned guidewire revealed that the coil wire was fractured near the distal solder and the core wire and the inner coil was missing approximately 4 mm in length. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was presumed that rotational force was focally applied while the distal end of the guidewire had been trapped by the heavily calcified cto lesion. When the rotational stress exceeded the product design limit, the core wire became fractured and separated. Wire removal led the coil wire elongate and eventually separate the distal segment of the guidewire. Thus, there was no indication of product deficiency. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a pci to treat a heavily calcified cto lesion in the lcx #13, antegrade approach was taken in an attempt to cross the cto lesion. After a microcatheter and a guidewire were delivered to the ostial of the cto lesion, another guidewire was used but failed to cross. The subject guidewire was then advanced to the cto lesion, when heavy calcium blocked the guidewire from advancing. When the guidewire was withdrawn, the tip of the guidewire was found trapped in the cto lesion. To remove the guidewire unidirectional rotation was applied when the tip about 1 cm became separated.